Event description:
The clinic mgr from the dialysis unit informed vasca's senior dir of sales in 2005 of an apparent infection in the lifesite pt in 2005. The pt had presented with fever and chills. The customer followed infection control algorithm prior to deciding to explant the lifesite. The lifesites were explanted 2005.